Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the entry reamer from the lateral femoral nail (lfn) set broke at the junction of the power tool/chuck attachment when being used during surgery. There was no reported delay, part left in patient or patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: our investigations have shown that the back of the shaft is indeed completely broken off. The cross section surfaces of the returned part shows no irregularities. (Unfortunately we did not receive the other bit) in order to determine the exact cause. It is also clearly visible that the front part of the drill is damaged; this makes it likely that the drill bit must have been stuck and the applied mechanical force (in order to get it loose) resulted in the breakage of the shaft end. No product fault could be detected; device was manufactured in january 2008. The device history record review revealed that the measurable dimensions of the returned drill bit were found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. Device MFR date: january 2008. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.